Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent and stomachache. The cause of the event was not reported. The day after event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. It was reported the patient ¿left the hospital after a treatment for peritonitis¿. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available as the reporter declined follow up.